Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with no delivery alarms. The father stated that his son had no insulin delivery, had not eaten yet, and his blood glucose had risen above 600mg/dl. The caller gave him 10.0 units of insulin in his car, and when they got home his blood glucose dropped to 500mg/dl. Troubleshooting was performed, and the drive support cap was flush. Reviewed the alarm history and found recurring no delivery alarms, but the issue was resolved after changing the infusion set. No further information was provided.